Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump had severely cracked end cap, minor scratched display window, cracked display window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The insulin pump passed the self test. All operating currents were within specification. Off no power alarm functions properly. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to severely cracked end cap. Data analysis: there is no data available due to the unit not having a battery installed when received.

Event description:
It was reported that the customer passed away. The cause of death was acute renal failure. The caller stated that the customer was not wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.